Event description:
It was reported that the patient was asymptomatic during the time of the events. The patient. Was discharged home and would continue with routine follow-up care.

Manufacturer narrative:
D9/h3 - the percutaneous lead was returned for evaluation. Incidental findings: cosmetic damage to the silicone jacket of the replaced external portion of the driveline. Manufacturer's investigation conclusion: the evaluation of the replaced portion of the driveline confirmed external wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 20.5¿¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced portion of the driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Upon removal of the silicone jacket, a partial cut in the bionate layer was observed approximately 17¿ from the controller connector. Visual inspection of the underlying wires revealed breaches in the insulation of the yellow, orange, red, and green wires approximately 17¿¿ from the controller connector; the same location where the bionate had been damaged. Further inspection of the breaches in the orange and yellow wires revealed evidence of corrosion, typically associated with an electrical short. A specific cause for the observed damage could not be conclusively determined through this evaluation. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulations or the underlying conductors. If the exposed conductors of the yellow, orange, red, or green wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power, the resulting short could have resulted in the alarms and pump stop events confirmed through the submitted log files. Similar events could have also occurred if the exposed conductors of the yellow, orange, red, or green wires contacted the metal braided shield while operating on a tethered power source, such as the power module (pm) or the mobile power unit (mpu). The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 10 minutes of low flow alarms on (B)(6) 2023 and again on (B)(6) 2023. The patient had a pump stop which was confirmed when the care provider found 2 low-speed alarms after interrogating the controller on (B)(6) 2023. The patient was instructed to go the medical center in las vegas for evaluation, where they were transferred to the loma linda mercantile center. A review of the log file revealed intermittent speed drops below the lower speed limit and pump stops between (B)(6) 2023 at 1605 and (B)(6) 2023 at 1100. This indicated a potential issue with the percutaneous lead. This issue occurred while the patient was connected to the power module or while they were on batteries. The patient had a driveline repair on (B)(6) 2023. The driveline was returned for evaluation.